Manufacturer narrative:
A mustang device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A visual examination of the balloon material identified no issues which could potentially have contributed to this complaint. The returned device was attached to a boston scientific encore inflation unit. Positive pressure was applied, and liquid was observed to be exiting from a prox bond leak located approximately 11mm proximal of the proximal markerband. Shaft kink 1mm distal from the distal end of the strain relief was also noted. No other damage or issues were noted with the shaft of the device. The markerbands and tip of the device were visually examined, and no issues were noted with the device that may have potentially contributed to the complaint incident.

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in a shunt in a moderately tortuous and moderately calcified vessel. A 7.0 x 40, 40cm mustang balloon catheter was advanced for dilatation. However, during the first inflation at 3 atmospheres, the balloon ruptured and a pinhole was noted at the base of the balloon. The device was removed and the procedure was completed with a different device. There were no patient complications reported and the patient was in good condition post-procedure.

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in a shunt in a moderately tortuous and moderately calcified vessel. A 7.0 x 40, 40cm mustang balloon catheter was advanced for dilatation. However, during the first inflation at 3 atmospheres, the balloon ruptured and a pinhole was noted at the base of the balloon. The device was removed and the procedure was completed with a different device. There were no patient complications reported and the patient was in good condition post-procedure.